Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
Product analysis was performed on a vns pt's model 103 generator. A manufacturer's review of a vns pt's programming history revealed that upon initial interrogation on (B)(6) 2005, the pt was at unintended settings. At the previous visit on (B)(6) 2005, the history did not show that a systems diagnostics test was performed, but the settings are indicative that a faulted test occurred. It is likely the systems test faulted, causing the settings to change. The pt's output current was then programmed to 0 ma, and then on (B)(6) 2005 the pt's settings were reprogrammed so that the output current was 0.75ma. However, the off time was still not correct. The off time was not corrected until two visits later on (B)(6) 2006.